Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd saf-t-intima¿ safety system with y adapter 20 ga 1.00 in experienced defective/damaged tubing. The following information was provided by the initial reporter: intimate catheter came punctured in the extension.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9238949. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. H3 other text : see h.10.

Event description:
It was reported that the bd saf-t-intima¿ safety system with y adapter 20 ga 1.00 in experienced defective/damaged tubing. The following information was provided by the initial reporter: intimate catheter came punctured in the extension.